Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain/pelvic pain"), pelvic abscess ("drain a pelvic abscess"), gastrointestinal inflammation ("part intestines had to be removed due to severe inflammation damage"), genital haemorrhage ("abnormal heavy bleeding"), gastrointestinal disorder ("gastrointestinal or digestive system condition- gastrointestinal or digestive system condition") and crohn's disease ("crohn's disease") in a 25-year-old female patient who had essure (batch no. 20196136) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2003, (B)(6) 2008 and (B)(6) 2009), adhesion and cervical dysplasia. Negative for intraepithelial lesion or malignancy. Concurrent conditions included overweight, female condom (preventing pregnancy), intermittent fever, nausea, vomiting, loop electrosurgical excision procedure since (B)(6) 2013, sexually transmitted disease, human papilloma virus infection, anal fissure, smoker, small bowel obstruction, leukocytosis, nausea since (B)(6) 2016, anxiety since (B)(6) 2016, anemia, menses irregular with excessive bleeding, allergic reaction to analgesics (nausea and vomiting), allergic reaction to antibiotics (nausea and vomiting)), gerd, hemorrhoids (grade 1 internal & external), cervical dysplasia, colitis (patchy chronic active colitis), human papilloma virus infection, anal fissure and intramural leiomyoma of uterus (benign intramural leiomyoma). Family history included stroke (paternal grandmother), prostate cancer (paternal grandfather) and upper gastrointestinal tract endoscopy. Concomitant products included amitriptyline since 2016, amoxicillin since 2015, bisacodyl since 2015, cetirizine since 2016, ciprofloxacin from 2012 to 2016, dicycloverine (dicyclomine) since 2016, doxycycline hyclate since 2014, fluticasone, intrauterine contraceptive device (iud nos), macrogol (polyethylene glycol) from 2012 to 2015, mesalazine (pentasa) from 2014 to 2015, metronidazole, ondansetron, oxycodone from 2014 to 2016, paracetamol (acetaminophen) from 2014 to 2016, prednisone since 2015 and saccharomyces boulardii (florastor). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 2 months 23 days after insertion of essure, the patient experienced headache ("headaches"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)/painful sex"), menorrhagia ("prolonged abnormal menses / abnormal bleeding (menorrhagia)") and migraine ("migraines/migraines"). In 2010, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced abdominal pain lower ("severe abnormal lower abdominal pain /abnormal cramping/lower abdominal pain/cramping"). In 2011, the patient experienced gastrointestinal disorder (seriousness criterion hospitalization). On (B)(6) 2011, the patient experienced dysmenorrhoea ("experiencing severe abnormal menstruation pain"), weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2011, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic abscess (seriousness criteria hospitalization, medically significant and intervention required), gastrointestinal inflammation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), crohn's disease (seriousness criteria hospitalization and medically significant), dysgeusia ("metallic taste in her mouth"), weight fluctuation ("weight fluctuations/weight influx"), urinary retention ("complications in emptying her bladder"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menstrual disorder ("menstruation bleeding with metal odor"), abdominal pain ("abdominal pain") and pyrexia ("fever"). The patient was hospitalized from (B)(6) 2016. The patient was treated with certolizumab pegol (cimzia), mesalazine (pentasa), surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)), surgery and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, abdominal pain lower, weight fluctuation and migraine had resolved, the pelvic abscess, gastrointestinal inflammation, genital haemorrhage, headache, dysmenorrhoea, menorrhagia, fatigue, dysgeusia and urinary retention was resolving and the gastrointestinal disorder, crohn's disease, vaginal haemorrhage, weight increased, weight decreased, menstrual disorder, allergy to metals, abdominal pain and pyrexia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, crohn's disease, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, gastrointestinal inflammation, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic abscess, pelvic pain, pyrexia, urinary retention, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: left ostia 4 coils and right ostia 1 coil, assuming many of my essure related injuries stemmed from this allergy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2009: negative. Smear cervix - on (B)(6) 2014: abnormal pap . On (B)(6) 2016, CT abdomen and pelvis revealed there are multiple loops of dilated fluid-filled small bowel with a transition point in the midline low abdomen. There could be entero-enteral fistulas and enterocolonic fistula. The amount of obstruction has increased compared to prior examination. The length of involved small bowel is probably stable but the bowel does appear more inflamed and these involved areas. There is also some new free fluid in the pelvis. On (B)(6) 2016 patient had pathology report resulted in "uterus, cervix, fallopian tube" is a 8.7 x 6.8 x 5.4 cm, pear-shaped uterus (trimmed weight 134 grams) with detached bilateral fallopian tubes. No ovaries are identified on the specimen or within the specimen container. The uterine serosa is brown-purple, shaggy, with abundant fibrinous adhesions. The white-tan, glistening exocervix measures up to 3.3 cm in greatest dimension and displays a central 0.8 x 0.1 cm slit-like os. The endocervical canal is white-tan with multiple gelatinous material filled cysts ranging from 0.1 to 0.8 cm. The 2.7 x 1.9 cm endometrial cavity is surfaced by pin k-white endometrium which averages 0.1 cm in thickness. The tan trabecular myometrium measures up to 2.9 cm in thickness and contains a 1.5 cm in greatest dimension, well-circumscribed, whorled, white intramural nodule with no areas of hemorrhagic discoloration or degenerative change. ¿concerning the injuries reported in this case, the following ones were described in patients medical record : confirming pelvic abscess, abdominal pain and crohn's disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2018: quality safety evaluation of ptc. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 13-oct-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009 for birth control. In (B)(6) 2010, plaintiff had an hysterosalpingogram test that confirmed full occlusion of her fallopian tubes. Shortly after her hsg confirmation, plaintiff began to experience headaches, pain during intercourse, experiencing severe, abnormal menstruation pain, abnormal, heavy bleeding, and prolonged, abnormal menses. In (B)(6) 2010, she began experiencing severe, abnormal lower abdominal and pelvic pain (not just during menstruation) and severe, abnormal cramping (not just during menstruation). She also began experiencing fatigue, a metallic taste in her mouth, and weight fluctuations. Additionally in spring to fall, 2010, she was hospitalized to drain a pelvic abscess that had formed. Throughout this time, she also experienced complications in emptying her bladder. Plaintiff experienced the above symptoms, she complained to and sought treatment from her physicians. She missed several days of work and lost two jobs because her symptoms were so severe and frequent. In spring 2016, plaintiff discussed the possibility of removing the essure and she was informed that the essure devices could be removed by means of a hysterectomy and salpingectomy. On (B)(6) 2016, she underwent a total hysterectomy and salpingectomy to remove her uterus, cervix, and fallopian tubes. Also during the surgery, part of her intestines had to be removed due to severe inflammation damage. Since the removal surgery, her symptoms have gotten better, but not all have resolved. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009 and experienced pelvic pain/abnormal cramping and abnormal heavy bleeding (seen as genital haemorrhage), amongst non serious events. In spring to fall in 2010, plaintiff was hospitalized to drain a pelvic abscess. About seven years after essure insertion, plaintiff underwent a total hysterectomy and salpingectomy and, during the surgery, part of her intestines had to be removed due to severe inflammation damage (following the as reported event, regarded as gastrointestinal inflammation). Gastrointestinal inflammation is unanticipated in the reference safety information for essure whereas the other events are anticipated. Pelvic pain and genital bleeding/menstrual pattern changes may occur during essure therapy. Also, pelvic abscesses may occur as consequence of pelvic infection. Essure system is sterile but it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. Considering the temporal relationship and the lack of plausible alternative explanation, events were considered related to essure. Limited information regarding gastrointestinal inflammation was provided. The event was regarded as such following the reported information, however, it is unclear whether the event was an intestinal inflammation or on the subjacent structures. However, considering that pelvic abscess could alternatively explain the severe inflammation damage (secondary to scarring and adhesion formation that accompany healing of infection-damaged tissues), a causal relationship with essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), pelvic abscess ("drain a pelvic abscess"), gastrointestinal inflammation ("part intestines had to be removed due to severe inflammation damage"), crohn's disease ("crohn's disease") and genital haemorrhage ("abnormal heavy bleeding") in a 25-year-old female patient who had essure (batch no. 20196136) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 3 (B)(6) 2003, (B)(6) 2008 and (B)(6) 2009 adhesion and cervical dysplasia. Negative for intraepithelial lesion or malignancy. Concurrent conditions included overweight, condom (preventing pregnancy), intermittent fever, nausea, vomiting, loop electrosurgical excision procedure since (B)(6) 2013, sexually transmitted disease, human papilloma virus infection, anal fissure, smoker, small bowel obstruction, leukocytosis, nausea since (B)(6) 2016, anxiety since (B)(6) 2016, anemia, menses irregular with excessive bleeding, allergic reaction to analgesics (nausea and vomiting) and allergic reaction to antibiotics (nausea and vomiting)). Family history included stroke (paternal grandmother), prostate cancer (paternal grandfather) and upper gastrointestinal tract endoscopy. Concomitant products included amitriptyline since 2016, amoxicillin since 2015, bisacodyl since 2015, cetirizine since 2016, ciprofloxacin from 2012 to 2016, dicycloverine (dicyclomine) since 2016, doxycycline hyclate since 2014, fluticasone, macrogol (polyethylene glycol) from 2012 to 2015, mesalazine (pentasa) from 2014 to 2015, metronidazole, ondansetron, oxycodone from 2014 to 2016, paracetamol (acetaminophen) from 2014 to 2016, prednisone since 2015 and saccharomyces boulardii (florastor). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 2 months 23 days after insertion of essure, the patient experienced headache ("headaches"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse),"), menorrhagia ("prolonged abnormal menses / abnormal bleeding (menorrhagia)") and migraine ("migraines"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In july 2010, the patient experienced abdominal pain lower ("severe abnormal lower abdominal pain /abnormal cramping"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("experiencing severe abnormal menstruation pain"), weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2011, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic abscess (seriousness criteria hospitalization, medically significant and intervention required), gastrointestinal inflammation (seriousness criteria medically significant and intervention required), crohn's disease (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysgeusia ("metallic taste in her mouth"), weight fluctuation ("weight fluctuations"), urinary retention ("complications in emptying her bladder"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menstrual disorder ("menstruation bleeding with metal odor"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)), surgery and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic abscess, gastrointestinal inflammation, headache, dyspareunia, dysmenorrhoea, genital haemorrhage, menorrhagia, abdominal pain lower, fatigue, dysgeusia, weight fluctuation and urinary retention was resolving and the crohn's disease, vaginal haemorrhage, migraine, weight increased, weight decreased and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, crohn's disease, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal inflammation, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic abscess, pelvic pain, urinary retention, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: left ostia 4 coils and tight ostia 1 coil diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion pregnancy test urine - on (B)(6) 2009: negative on (B)(6) 2016 patient had pathology report resulted in "uterus, cervix, fallopian tube" is a 8.7 x 6.8 x 5.4 cm, pear-shaped uterus (trimmed weight 134 grams) with detached bilateral fallopian tubes. No ovaries are identified on the specimen or within the specimen container. The uterine serosa is brown-purple, shaggy, with abundant fibrinous adhesions. The white-tan, glistening exocervix measures up to 3.3 cm in greatest dimension and displays a central 0.8 x 0.1 cm slit-like os. The endocervical canal is white-tan with multiple gelatinous material filled cysts ranging from 0.1 to 0.8 cm. The 2.7 x 1.9 cm endometrial cavity is surfaced by pin k-white endometrium which averages 0.1 cm in thickness. The tan trabecular myometrium measures up to 2.9 cm in thickness and contains a 1.5 cm in greatest dimension, well-circumscribed, whorled, white intramural nodule with no areas of hemorrhagic discoloration or degenerative change. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, reporter, patient historical and concomitant condition was added, lot number received, family history added, concomitant drug added and events:- vaginal haemorrhage,crohn's disease,migraine,weight increased, weight decrease, menstual disorder were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. On (B)(6) 2018: medical record received, reporter added, patient historical and concomitant condition added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain/pelvic pain"), pelvic abscess ("drain a pelvic abscess"), gastrointestinal inflammation ("part intestines had to be removed due to severe inflammation damage"), crohn's disease ("crohn's disease"), genital haemorrhage ("abnormal heavy bleeding") and gastrointestinal disorder ("gastrointestinal or digestive system condition- gastrointestinal or digestive system condition") in a 25-year-old female patient who had essure (batch no. 20196136) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (B)(6) 2003, (B)(6) 2008 and (B)(6) 2009), adhesion and cervical dysplasia. Negative for intraepithelial lesion or malignancy. Concurrent conditions included overweight, female condom (preventing pregnancy), intermittent fever, nausea, vomiting, loop electrosurgical excision procedure since (B)(6) 2013, sexually transmitted disease, human papilloma virus infection, anal fissure, smoker, small bowel obstruction, leukocytosis, nausea since -2016, anxiety since (B)(6) 2016, anemia, menses irregular with excessive bleeding, allergic reaction to analgesics (nausea and vomiting), allergic reaction to antibiotics (nausea and vomiting)), gerd, hemorrhoids (grade 1 internal & external), cervical dysplasia, colitis (patchy chronic active colitis), human papilloma virus infection, anal fissure and intramural leiomyoma of uterus (benign intramural leiomyoma). Family history included stroke (paternal grandmother), prostate cancer (paternal grandfather) and upper gastrointestinal tract endoscopy. Concomitant products included amitriptyline since 2016, amoxicillin since 2015, bisacodyl since 2015, cetirizine since 2016, ciprofloxacin from 2012 to 2016, dicycloverin (dicyclomine) since 2016, doxycycline hyclate since 2014, fluticasone, intrauterine contraceptive device (iud nos), macrogol (polyethylene glycol) from 2012 to 2015, mesalazine (pentasa) from 2014 to 2015, metronidazole, ondansetron, oxycodone from 2014 to 2016, paracetamol (acetaminophen) from 2014 to 2016, prednisone since 2015 and saccharomyces boulardii (florastor). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 2 months 23 days after insertion of essure, the patient experienced headache ("headaches"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)/painful sex"), menorrhagia ("prolonged abnormal menses / abnormal bleeding (menorrhagia)") and migraine ("migraines/migraines"). In 2010, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced abdominal pain lower ("severe abnormal lower abdominal pain /abnormal cramping/lower abdominal pain/cramping"). In 2011, the patient experienced gastrointestinal disorder (seriousness criterion hospitalization). On (B)(6) 2011, the patient experienced dysmenorrhoea ("experiencing severe abnormal menstruation pain"), weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2011, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic abscess (seriousness criteria hospitalization, medically significant and intervention required), gastrointestinal inflammation (seriousness criteria medically significant and intervention required), crohn's disease (seriousness criteria hospitalization and medically significant), genital haemorrhage (seriousness criterion medically significant), dysgeusia ("metallic taste in her mouth"), weight fluctuation ("weight fluctuations/weight influx"), urinary retention ("complications in emptying her bladder"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menstrual disorder ("menstruation bleeding with metal odor"), abdominal pain ("abdominal pain") and pyrexia ("fever"). The patient was hospitalized from (B)(6) 2016 to (B)(6) 2016. The patient was treated with cinzia injections, mesalazine (pentasa), surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)), surgery and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, abdominal pain lower, weight fluctuation and migraine had resolved, the pelvic abscess, gastrointestinal inflammation, headache, dysmenorrhoea, genital haemorrhage, menorrhagia, fatigue, dysgeusia and urinary retention was resolving and the crohn's disease, vaginal haemorrhage, weight increased, weight decreased, menstrual disorder, gastrointestinal disorder, allergy to metals, abdominal pain and pyrexia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, crohn's disease, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, gastrointestinal inflammation, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic abscess, pelvic pain, pyrexia, urinary retention, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: left ostia 4 coils and tight ostia 1 coil, assuming many of my essure related injuries steamed from this allergy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion pregnancy test urine - on (B)(6) 2009: negative smear cervix - on (B)(6) 2014: abnormal pap on (B)(6) 2016, CT abdomen and pelvis revealed there are multiple loops of dilated fluid-filled small bowel with a transition point in the midline low abdomen. There could be entero-enteral fistulas and enterocolonic fistula. The amount of obstruction has increased compared to prior examination. The length of involved small bowel is probably stable but the bowel does appear more inflamed and these involved areas. There is also some new free fluid in the pelvis. On (B)(6) 2016 patient had pathology report resulted in "uterus, cervix, fallopian tube" is a 8.7 x 6.8 x 5.4 cm, pear-shaped uterus (trimmed weight 134 grams) with detached bilateral fallopian tubes. No ovaries are identified on the specimen or within the specimen container. The uterine serosa is brown-purple, shaggy, with abundant fibrinous adhesions. The white-tan, glistening exocervix measures up to 3.3 cm in greatest dimension and displays a central 0.8 x 0.1 cm slit-like os. The endocervical canal is white-tan with multiple gelatinous material filled cysts ranging from 0.1 to 0.8 cm. The 2.7 x 1.9 cm endometrial cavity is surfaced by pin k-white endometrium which averages 0.1 cm in thickness. The tan trabecular myometrium measures up to 2.9 cm in thickness and contains a 1.5 cm in greatest dimension, well-circumscribed, whorled, white intramural nodule with no areas of hemorrhagic discoloration or degenerative change. ¿concerning the injuries reported in this case, the following ones were described in patients medical record : confirming pelvic abscess, abdominal pain and crohn's disease. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events per pfs: gastrointestinal disorder, nickel allergy, abdominal pain and fever were added, outcome of the events were updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality safety evaluation was received on 17-nov-2016. This adverse event report is related to a product technical complaint (ptc). The bayer (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but s considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable no specific quality issue was defined, therefore no meddra llt can be provided company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009 and experienced pelvic pain/abnormal cramping and abnormal heavy bleeding (seen as genital haemorrhage). In 2010, plaintiff was hospitalized to drain a pelvic abscess. About seven years after essure insertion, plaintiff underwent a total hysterectomy and salpingectomy and, during the surgery, part of her intestines had to be removed due to severe inflammation damage. Gastrointestinal inflammation is unanticipated in the reference safety information for essure whereas the other events are anticipated. Pelvic pain and genital bleeding may occur during essure therapy. Also, pelvic abscesses may occur as consequence of pelvic infection. Essure system is sterile but it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. Considering the temporal relationship and the lack of plausible alternative explanation, events were considered related to essure. Limited information regarding gastrointestinal inflammation was provided. The event was regarded as such following the reported information, however, it is unclear whether the event was an intestinal inflammation or on the subjacent structures. Considering that pelvic abscess could alternatively explain the severe inflammation damage (secondary to scarring and adhesion formation that accompany healing of infection-damaged tissues), a causal relationship with essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process